Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had high blood glucose of over 400 mg/dl, because his infusion set was not fully connected and the tubing was twisted. Nothing further was reported.